Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2017. Product event summary: the proximal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The device was returned to the manufacturer, analyzed, and tested out of specification.